Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 400 mg/dl associated with air bubbles observed in the connector and insulin line. The user addressed the issue by refilling the cartridge, ensuring proper priming, and remained on ilet insulin therapy. No outside medical intervention was required.